Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure, and the explanted device will not be returned. Additional information was received that the patients implantable pulse generator (ipg) was unable to be charged and was no longer functioning as intended.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg explant procedure, and the explanted device will not be returned.